Event description:
It was reported that the patient had a loss of therapeutic effect and they had diarrhea that wouldn¿t stop for three weeks. The patient stated that their therapy had been fine until recently and the symptoms had a sudden onset. The patient stated they had two remotes and they were on program 2 at 2.0 volts at the time of report. The patient increased their stimulation. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3093-28, lot# v875083, implanted: (B)(6) 2012, product type: lead. (B)(4).